Manufacturer narrative:
The device intended for use in treatment was returned for evaluation and we have established a relationship between the device and the reported event. A visual inspection found no defects. The functional evaluation found that the device failed to power-up; could not start-up correctly free from critical errors and the root cause identified as a defective main board. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history found other related events. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
Reference: (B)(4).

Event description:
It was reported that during service evaluation the device did not start up because the led was not functioning on board. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.